Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had connecting issues where the pin was bent inside the connector. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Corrected fields: e2, e3, g2 (add healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, was confirmed that the connector terminal pins were deformed. However, it is like that the event reported as "no signal, bent pins inside connector" was caused by a electrical communication was not properly performed due to deformation of the connector terminal pins. Olympus will continue to monitor field performance for this device.